Event description:
It was reported that the patient experienced inappropriate therapy from the right ventricular lead due to rapidly conducted atrial tachycardia/atrial fibrillation. Programming options were discussed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2012. (B)(4).